Event description:
Boston scientific received information that this device and right ventricular lead were successfully implanted. Shock impedance measurements were 137 ohms. Normal shock testing was performed with successful conversion at 21 joules. Acceptable thresholds were measured and normal impedance measurements were obtained. A decision was made to follow this patient with a remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.